Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Event description:
It was reported that during a pharyngeal pouch procedure, the staple cartridge became detached from the cutter in pharyngeal pouch - only half of the staples fired. There was a laceration to the bar of pharyngeal pouch. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional event detail has been requested, no response to date.

Manufacturer narrative:
(B)(4). The analysis results found that the tsw35 device was received in good visual condition. In addition a tr35w reload was received inside the bag. The returned reload was received partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The test reload was loaded on the device without any difficulties noted and did not fell out during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
(B)(6).

Manufacturer narrative:
(B)(4).